Event description:
The customer reported that while cleaning a desk, the xhibit central station (xcs) displays went blank. While calling spacelabs healthcare technical support the customer reported that the issue had resolved itself. There was no patient or user harm associated with this event. Spacelabs technical support advised the customer to reach out to their internal biomed team to evaluate the device to prevent any further occurrences. At this time the customer has not provided any additional information. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.